Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emits a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and a crack was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.